Event description:
Dr. Completed case and released patient. As they were sterilizing the instruments they noticed that a piece was missing from the tip of scissors. They exhausted all efforts to find the piece in or and sterilization room. Called patient back in and did x-ray noticing the piece in the patient. Doctor didn't think it was necessary to take out - patient deciding what they want to do. The hospital wants to hold on to the equipment at this time. Additional information indicated the doctor was not concern based on where the tip was located; but will monitor the patient for any changes.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually evaluated and it was confirmed that the upper scissor blade is not intact. The upper blade was not returned for evaluation. The device was visually evaluated via magnification. The site of the break was observed to be a clean break. The lower scissor blade appears to have been sharpened by an unauthorized third party. According to the devices IFU 1060601 the scissors blades have a limited reuse and should be discarded at the end of their life. They are not repairable. The material hardness of the device was tested and confirmed to meet specification. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause relating to the manufacturing of the product can be determined. A review of the nonconformance data identified no issues with the manufacture of the device. (B)(4).

Manufacturer narrative:
(B)(4).